Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [1000 mcg/ml] at a dose of 167 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient was experiencing baclofen withdrawal and a dye study was done to determine a fracture in the catheter. It was reported as environmental/external/patient factors that may have led or contributed to the issue that the patient had a spinal fusion about one year ago and the patient¿s family and hcp both thought it was possible the catheter could have been cut partially during that procedure. As diagnostics performed, a dye study was conducted and it was determined there was a break in the catheter near the anchor site. The date of the event was reported as (B)(6) 2017. A catheter replacement was performed on (B)(6) 2017 as surgical intervention taken to resolve the issue. It was noted that the old catheter was left in place and a new catheter was implanted. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). No further complications were reported or anticipated. The patient¿s medical history included cerebral palsy. The patient¿s weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.